Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient was experiencing high blood glucose levels and ketones, 6.8 ketones the morning of (B)(6) 2020. The patient was taken to the hospital. Patient was diagnosed with mild diabetic ketoacidosis (dka). Patient's mother reported that the patient was treated with insulin (lantus and humalog), electrolytes, and was given fluids.